Event description:
Technical error-40001 occurred while pt on vent. Pt not in distress and was switched to tx. Vent was placed on standby and assessed. Vent was turned off and pre-use check done 2 times with the word, 'failed' immediately appearing on almost all the pre-use check lists. Vent was removed from service.what was the original intended procedure?respiratory.